Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia followed by hyperglycemia, with lows typically occurring overnight and the user treating with oral carbohydrate corrections such as glucose tablets and fruit juice; the user suspected overtreatment due to anxiety and was counseled on the 15/15 rule and to contact their healthcare provider. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a customer interview and troubleshooting and education on appropriate hypoglycemia treatment. Investigation of this case revealed no device malfunction and suggested that user management of hypoglycemia with potential overtreatment was a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.